Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. The investigation is inconclusive for the alleged limb detachment. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Pain. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eight years post vena cava filter deployment for protection of pulmonary embolism, secondary to complications stemming from a traumatic automobile accident with multiple injuries including lower extremity fractures which required orthopedic surgery, three filter limbs were allegedly discovered to have detached (one limb perforating the intraventricular septum, one limb located in the distal artery of the right lung and one limb embedded in the caval wall). The filter was retrieved and heart surgery was said to have been performed to remove the detached limb located in the septum. The remaining two detached filter limbs were not retrieved. The patient status was not provided.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: patient had vena cava filter placed infrarenal via the right common femoral vein. Filter was placed after a motor vehicle accident where the patient suffered extensive orthopedic injuries, prolonged immobilization and was unable to have anticoagulation therapy. Approximately eight years and four months post filter deployment, patient presented to the ER with left sided chest pain. Left heart catheterization showed a detached filter and leg that was intracardiac. Chest CT showed vena cava filter fragment with a leg embolized to the heart, imbedded with an interventricular septum extending in the posterior inferior wall of the left ventricle with the posterior inferior end of the leg extending to and possibly just outside of the external surface of the myocardium and abutting and possibly irritating the pericardium. Abdomen CT showed an infrarenal vena cava filter; at least one of the legs has broken off and is located inferior to the vena cava filter and another leg may have perforated through the right wall of the inferior vena cava without hemorrhage. Two days later, vena cava filter was removed by cone retrieval. Chest and abdomen CT immediately post retrieval showed metallic filament wire in the posterior medial subsegmental right pulmonary artery and a detached filament wire at the 10:00 position of the ivc. Transesophageal echocardiogram showed hemopericardium. The same day patient underwent median sternotomy where a 3cm wire was removed from the inferior wall of the heart/diaphragm. Pathology report confirmed multipronged metallic object consistent with filter measuring 4cm length x 3.5cm diameter and metallic object measuring 3cm length x 0.1cm diameter consistent with prong from a vena cava filter. Post sternotomy chest/abdomen x-ray showed a 3cm metallic wire present within one of the right lower lobe pulmonary arteries, detached strut at the level of l4 and mild left pleural effusion. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for detached filter limbs and perforation of the ivc. However, the investigation is inconclusive for the alleged tilted filter. Although the medical records state that the filter was deployed in the infrarenal position and seen in the infrarenal position two days prior to removal, there is no objective evidence to confirm for migration. Therefore, the investigation is also inconclusive for migration. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.- perforation or other acute or chronic damage of the ivc wall filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eight years post vena cava filter deployment for protection of pulmonary embolism, secondary to complications stemming from a traumatic automobile accident with multiple injuries including lower extremity fractures which required orthopedic surgery, three filter limbs were allegedly discovered to have detached (one limb perforating the intraventricular septum, one limb located in the distal artery of the right lung and one limb embedded in the caval wall). The filter was retrieved and heart surgery was said to have been performed to remove the detached limb located in the septum. The remaining two detached filter limbs were not retrieved. The patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted, migrated, perforated into organs, and three filter limbs detached. One filter limb was retrieved from the atrium via an open chest procedure; however, two limbs have not been retrieved, one remains in the lung and one in the vena cava. The filter was retrieved successfully. The status of the patient is unknown.